Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the rv had dislodged. The lead was repositioned and remains in use.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that both the right atrial (ra) lead and right ventricular (rv) lead were unable to confirm capture. It was also noted that there was loss of sensing on the rv lead. Both leads remain in use. No patient complications have been reported as a result of this event.